Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. Reportedly, the customer administered a food bolus through their mobile app, however the customer was not wearing their pump due to charging it. Additionally, the pump shutdown during charging due to the pump not placed in the middle of the charging pad. The customer experienced vomiting and address their bg with the remaining food bolus. Customer was educated by tandem support on proper charging requirements. Customer continued to use pump for insulin deliveries.